Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s cycler set leaked during their pd treatment. The patient¿s daughter reported receiving an unknown alarm during treatment, however the treatment was completed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up, the patient confirmed that the patient completed treatment on the cycler and has continued with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette used was discarded and not available to be returned to the manufacturer for physical evaluation. The lot number of the cassette was unknown.